Manufacturer narrative:
As reported, an open pouch/packaging of a 100 cm. 4 fr. Tempo ver 135° diagnostic catheter was found during the labeling process at the (B)(4). One side of the pouch was open, so the sterility was compromised. Thirty (30 each/6 boxes) of the same lot products (6 boxes) were delivered and this is the only defective product. It did not seem that the pouch had not sealed at all because it had some signature of the seal. Bad position of the carton fixing the product may have caused the defect. The product had been already in this condition when it was delivered. The product was handled and stored as per the usual procedure. It was not shipped out of the (B)(4) and was not clinically used. The product was neither re-sterilized nor re-packaged. A picture of the failure point was uploaded and was attached to the file. No additional information is available. Five non-sterile cath tempo 4f ver 135° 100cm were received inside original box. One pouch was received opened. Two pouches were sealed over the card. No other anomalies were found. During the microscopic analysis, it was observed that the open pouches were sealed over the mounting card. A review of the manufacturing documentation associated lot 17482608 revealed no anomalies during the manufacturing and inspection processes. The reported event of ¿packaging/pouch/box - compromised sterility-seal open¿ was confirmed due to condition in which one of the five units was received. According to the product instruction for use, users should not use the product if it is opened or damaged as was done in this case. A risk assessment has been initiated to evaluate this issue.

Manufacturer narrative:
(B)(6). A review of the manufacturing documentation associated lot 17482608 revealed no anomalies during the manufacturing and inspection processes. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, an open pouch/packaging of a 100 cm. 4 fr. Tempo ver 135° diagnostic catheter was found during the labeling process at the (B)(6). One side of the pouch was open, so the sterility was compromised. Thirty (30 each/6 boxes) of the same lot products (6 boxes) were delivered and this is the only defective product. It didn¿t seem that the pouch had not sealed at all because it had some signature of the seal. Bad position of the carton fixing the product may have caused the defect. The product had been already in this condition when it was delivered. The product was handled and stored as per the usual procedure. It was not shipped out of the jj warehouse and was not clinically used. The product was neither re-sterilized nor re-packaged. A picture of the failure point was uploaded and was attached to the file. The product will be returned for inspection. No additional information is available.

Manufacturer narrative:
Additional information received: the product was returned for inspection. Additional information will be submitted within 30 days upon receipt.